Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. Customer's blood glucose value was 259mg/dl. Customer stated that insulin pump was fell on the floor just before the blank display. Customer have the back up plan at home. The device will be return for analysis.

Manufacturer narrative:
Device received with blank display due to the battery tube not properly plugged in to electrical board. Device passed sleep current measurement, active current measurement, self test and displacement test after the connector was properly plugged in. Device received with scratched case, stained keypad overlay, pillowing keypad overlay and cracked select button keypad overlay. The p-cap does lock properly. Device received with corroded battery tube.